Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump keypad buttons take several button presses to complete action when attempting to bolus. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.